Manufacturer narrative:
The customer report of failing preventive maintenance was confirmed during servicing activities as damage was observed. This reported event and subsequent repairs were investigated through the service repair process. The air in line sensor and third party keypad assembly were replaced. Lvp bezel post recall and incidental repairs/replacements were completed. The proximate causes of the damage causing failing preventive maintenance are as follows: 1. Service completed bezel post recall. 2. The keypad was observed as a non supported part. 3. The air in line assembly was found damaged due to wear.

Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of failing preventive maintenance was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.